Event description:
The manufacturer received a voluntary medwatch (mw5156355) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles floating inside the water chamber, diagnosed with kidney cancer and had a kidney removed, high blood co2, and low o2 saturation. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5156355) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles floating inside the water chamber, diagnosed with kidney cancer and had a kidney removed, high blood co2, and low o2 saturation. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. After the second attempt to have the device and components evaluated, the customer responded that the device was returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. 510k number has been updated. Box a: patient identifier (rfb) and patient identifier has been updated. Box e: initial reporter address has been updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.